Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 310cc mentor smooth round high profile saline breast implant, catalog # 3503310, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a 310cc mentor smooth round high profile saline breast implant has experienced postoperative left-sided deflation. The patient noticed an obvious deflation and consulted a medical professional, and left deflation was confirmed by the surgeon. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On 12-feb-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 24-feb-2020, mentor became aware the patient underwent replacement with unspecified saline breast implants on (B)(6) 2020. This medwatch report is for the left-sided implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2020, mentor completed the investigation on the suspect medical device. Per secondary review of the file, it was noted that healthcare professional initially reported left-sided deflation of the implant. Additional information indicated right-sided partial deflation of implant and left implant is intact. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. During visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).